Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records, it was learned that there was a concern that the right coronary artery was possibly compromised due to the distortion of the aortic with the large bioprosthesis. Therefore, the patient was recannulated and placed back on full bypass. The patient underwent a CABG x1. After this, the patient was weaned from bypass. The patient was transferred to the cv ICU in critical condition. Unfortunately, the patient had an arrest in the ICU and was taken back to the or for an emergent redo sternotomy, CABG x2. On pod #32, the patient was discharged home.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.